Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure conducted at the user facility the device stopped working, leading to a 45 minute delay. The procedure was completed successfully, using back-up equipment. No medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the device stopped working, leading to a 45 minute delay. The procedure was completed successfully, using back-up equipment. No medical intervention and no adverse consequences were reported with this event.